Event description:
It was reported that the pt was experiencing weakness in stomach and then was reporting pain. The doctor performed an exploratory surgery and during the explant he cut the mesh. It was reported that the doctor thought the implanted mesh was an ex mesh. In addition, when the mesh was cut, part of the ring was cut.

Manufacturer narrative:
There is an indication that the subject product is going to be returned for evaluation. However, it has not been returned to date. A follow up report will be submitted if product is returned.